Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) the extractor rx retrieval balloon burst prior to entering the common bile duct. The procedure was completed successfully with another extractor rx retrieval balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual evaluation was performed. The balloon is not present and appears to have been removed. The balloon bonds were examined and found to be continuous, intact and within the 1mm bond width specification. Unable to determine the cause of the reported event as the balloon was not returned with the device.